Manufacturer narrative:
Date of event is estimated. Reporter phone number (B)(6).

Event description:
It was reported that the patient's ipg was inoperable, due to which the patient lost therapy. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported observation of ¿inoperable ipg, depleted battery¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. The estimated longevity would have been 3.1 years +/- .25-year per ¿ 90205144, for model 6662. The total stimulation on time was 3.4 years, which aligns with the clinician manual longevity estimate, suggesting the device had normal battery depletion to the end of life. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing. Hence, this event is no longer reportable.